Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated their stimulation wasn't working anymore. The patient said they make sure ins and controller were charged every day, but the stimulation would not work and patient was in so much pain even with their pain meds due to stimulation not working. The patient initially said they had noticed that for maybe over a month, but then later said about 2 months ago they had their system x-ray'd and was told one of the leads were maybe broken. The patient said they saw their healthcare provider (hcp) today and was told to call medtronic as the hcp couldn't do anything. The patient unlocked controller during the call and reported they were on group a and both controller and ins were fully charged. Patient services (pss) asked if patient had tried other groups or tried increasing stim, and patient said they tried turning stim up on group b, but 'it got into their nerves more' so they turned stim back down. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.